Event description:
The customer reported they are unable to take nibp (non-invasive blood pressure) readings. The device was not in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.